Event description:
The account alleged the head of the bed had a slow drift. No pt impact.

Manufacturer narrative:
The tech replaced the head valve, hydraulic hose and the hydraulic manifold to resolve the issue.